Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20124002, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received via social media that the patients programs were not working as a result of lead migration. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.